Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had bacteremia secondary to/post (s/p) left foot first digit osteomyelitis requiring amputation of digit, the doctor believes the device pocket was possibly "seeded" with bacteria during time the patient had bacteremia s/p left foot 1st digit osteomyelitis requiring amputation of digit, the patient had two sets of blood cultures positive for methicillin-resistant staphylococcus aureus (mrsa) as well as a negative blood culture. Approximately three months post op with uncomplicated pacer site the patient experienced pain around device site pocket infection due to erythema around device site that had be previously healed and free from signs and symptoms of infection. The implantable pulse generator (ipg) system was explanted and not replaced. No further patient complications have been reported as a result of this event.